Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("irregular bleeding") in a 45-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter commented: essure was removed at the patient's request. A physician sent essure samples and an essure removal questionnaire. Batch number is not known. Follow up is not possible, physician´s name is not known. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter commented: essure was removed at the patient's request. A physician sent essure samples and an essure removal questionnaire. Batch number is not known. Follow up is not possible, physician´s name is not known. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Further company follow-up with the physician is not possible. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.